Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 24-jan-2018 - device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during the investigation, the black box download verified the alleged power loss events on the compliant date of (B)(6) 2017. Unrelated to the original complaint, the battery compartment was found to be cracked. No damage was found to battery cap. Due to the battery compartment crack, investigators were unable to tighten the battery cap completely to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage or moisture was found to the power circuit.